Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after repair of hammer toe, patient had suture knot abscess. The suture was removed to complete the case.